Event description:
Our rep is reporting that a women had at some time a surgery; pectoralis major transfer procedure with the use of a mitek super quick anchor for fixation. At some time subsequent, the pt presented with discomfort. It was somehow discerned that the anchor had pulled out of the bone and the anchor arcs had broken. A re-surgery was performed and the anchor and arc fragments were removed. Complaint devices discarded by user facility.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.